Event description:
It was reported that customer found leakage from reservoir. Customer was unable to troubleshoot due to not having the proper tools. Advised customer to call back with set change and tools to troubleshoot. No additional details were provided.